Event description:
It was reported that the pulse generator interrogated fine, but measured data could not be read. The device would not accept programming changes. Attempts to download the soft- ware failed. In (B)(6) 2010 battery data was 2.76 v, 9 ua, 1.5 kohms with 4.25 - 4.75 years estimated remaining longevity. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.